Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. After analysis of the system, new gas struts were replaced on the lid. The instrument is performing within specs. No further eval of the device is required.

Event description:
A hinged lid from an advia 2400 chemistry system (which was in the up position) dropped down and struck the operator on the back of the head. The customer did not require treatment.